Event description:
Health professional reported right side anaplastic large cell lymphoma seroma, capsular contracture baker grade unk. The pt¿s notes indicate that augmentation surgery was performed in 1990 with a smooth silicone implant. In 1999, the pt underwent revision surgery and had a textured silicone implant placed that was 365cc. Cytology report submitted and notes the pt had right breast seroma. 300 cc of yellow fluid drained and sent for cytology. The cytology was positive for cd30, tia1 and cd3. There was focal cd56. Alk and cd20 were negative.

Manufacturer narrative:
Medwatch submitted on: 29/june/2012. Device labeling address seroma: for primary augmentation pts, seroma rate = 1.6%. ¿after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma¿¿ (allergan silicone labeling) device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Lab analysis findings: the device weighed 33.7 gms. Brown particles were observed on the shell of the device. There was biological tissue also noted on the shell. Creases were observed on the device surface.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).